Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and reported that their insulin pump alarmed insulin flow blocked excessively. The customer's blood glucose was unknown at the time of the incident. The customer indicated they had 30 events of insulin flow blocked over the past 8 days. The customer declined to troubleshoot the issue. The insulin pump will not be returned for analysis.